Event description:
It was reported the pt received trial leads, and the physician noted more bleeding than usual postoperative, although the procedure was routine. It was reported the physician had to change the bandage due to the bleeding. The physician noted the grey sheath at the epiducer tip was broken and pushed upwards. It was reported the pt had no adverse symptoms, other than the bleeding.

Manufacturer narrative:
Eval: results: the complaint was not confirmed. Per the event details, the pt bled more than usual following removal of the epiducer. This event could not be confirmed through product testing alone as it is procedure related. As received, the tips of the inner dilator and outer introducer were both damaged. The damage observed was consistent with the dilator and introducer hitting hard tissue or bone during the implant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.